Event description:
It was reported that the tip of the depth gauge broke off during surgery for an ankle fracture. The tip was retrieved and the surgeon used another depth gauge from a second set to complete the procedure with no further problems. There was no adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product evaluation showed the part was received and showed the needle is broken off where it threads into the slider and the needle was not returned. The fracture face on the end of the slider is smooth and there is no indication of material anomalies. The needle and protection sleeve were not returned. As noted in prior complaints, the thickness of the probe (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. (B)(4). Since depth gauges are used regularly and repeatedly, the actual complaint rate with respect to use is significantly lower. The returned device was manufactured in january 2005 and is over 7 years old. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the nose piece and protects the needle when not in use. It cannot be determined if it was used as recommended but the location of the break on the needle shaft is contained within the nose piece when the device is assembled. Therefore, the bending and breakage must have happened when the device was disassembled. It is concluded that the design is adequate for the intended use and the occurrence and severity are within those defined by the product risk analysis. Therefore, there is nothing to indicate a design issue and this complaint is invalid.